Event description:
During breast reconstruction surgery, surgeon noticed light retractor had caused dime-sized burn to patient's breast near axilla. Lighted retractor was on and being used, but was set down to retrieve another instrument. Retractor was on patient's skin for less than a minute. Retractor turned off and bacitracin applied to skin.